Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump declared an altitude alarm occurred. The customer's blood glucose was 324-325 mg/dl. The customer re-loaded the cartridge and cleared the alarm.